Event description:
It was reported that the patient heard an alert and on interrogation it was noted that there was high impedance on the right ventricular (rv) lead. Fracture was suspected, and the superior vena cava (svc) coil was turned off. Defibrillation threshold testing was acceptable with the svc coil turned off, however the physician elected to cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d1, ICD, implanted (B)(6) 2014. (B)(4).